Event description:
It was reported that the right atrial lead was failing to sense and unable to capture at full outputs. Patient was asymptomatic. During the procedure when attempting to reposition the ra lead, the helix would not retract. As a result, the ra lead was the explanted and replaced. The patient was stable prior to, during and after the procedure.

Manufacturer narrative:
The reported field events of no sensing and no capture were confirmed in the laboratory and was due to the masking tube being left on the ring electrode. The inability to retract the helix was due to the helix being clogged with blood and tissue. After the helix housing was cleaned, the helix functioned normally.